Event description:
It was reported that the device was used on for a low anterior resection. The device did not have the audible tactile crunch when fired. The surgeon performed an anterior resection and used the device. He was able to open the device, but was unable to remove it. When trying to remove it, one of the maeuvers he did was to advance it and during that process realized that he had created an opening on the posterior wall of the anastomosis. He was able to eventually remove it but there was an additional tear so he elected to resect it and redo the anastomosis. In view of that, they proceeded with an ostomy to protect the anastomosis.